Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4) light sensitivity. (B)(4)

Event description:
A patient reported via website on (B)(6) 2018 that after using the solution for about six months, it caused his contact lens to be unusable because he developed chronic corneal ulcers. The patient experienced constant matting, severe sensitivity to light and very painful eyes. The patient's eye status is unknown. Additional information has been requested but not yet received.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).